Event description:
A physio-control field service representative was performing a regular software upgrade to the device. Following the upgrade, it was observed that the device logged two service codes and the unit would then not deliver energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.